Event description:
The customer reported that during an esophagectomy, the blade did not retract and the jaws could not be re-opened while applied to tissue. There was no patient injury. The site contact was not able to provide additional details reading the device or incident.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.